Manufacturer narrative:
After battery installation, the insulin pump had a frozen display followed by an unexpected constant audio tone alarm. The problem isolated to mother board. Unable to verify button keypad anomaly due to frozen screens. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error and audio beep anomaly on their insulin pump. The customer's blood glucose at the time was 176mg/dl. The customer states there is a continuous beeping coming from the device. The customer also states the keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.